Event description:
A caller reported experiencing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin use.